Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered an issue where the cubies in the drawer were not detected on the bus, preventing users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus due to the faulty controller board. A field service engineer replaced the faulty controller board to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.